Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by cloudy effluent and abdominal pain. On an unreported date, the patient was hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was unknown. On unreported date(s) the patient was treated with unspecified antibiotics (medication, route, dosage, frequency, and duration not reported) for the suspected peritonitis event. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the suspected peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.